Event description:
It was reported that during the implant attempt the wire got stuck in the left ventricular lead. The physician was unable to pull the wire out of the lead and therefore removed the lead and replaced it with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. In addition, all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the guidewire was stuck in the lead and the lead appeared to have been damaged at implant.